Event description:
It was reported that the technician found the affected rotaflow console during service with a not on top stating ¿sig¿. When starting the console the technician found the error message ¿offset error¿ to be displayed. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure did not cause or contribute to serious injury or death. Since no systemic issue was determined no corrective action is required at this time.

Manufacturer narrative:
It was reported that the technician found the affected rotaflow console during service with a not on top stating ¿sig¿. When starting the console the technician found the error message ¿offset error¿ to be displayed. No harm to any person occurred. A getinge service technician repaired the affected rotaflow (serial#(B)(6)). The technician confirmed the reported "offset eror". The "sig error" did not occur again. The technician replaced the rf (rotaflow) power supply pcba (material#701011675), rf flow measure pcba (material#701011681) and the rf control board pcba kit (material#701034051). After the replacement the device is working as intended. The reported "sig" error could not be confirmed. However, the failure mode "sig" can be linked to the following most possible root causes according to the rotaflow risk management file. Bubble/flow sensor failure, e.g.: 1. Dried contact gel. 2. User forgot renewing contact gel. The reported failure "offset error" was already investigated by the getinge life cycle engineering and determined the root cause as a defect capacitor on the rfc control board kit (article number 70103.4051) which has caused a short circuit. The resulting strong increase in current in the + 12v circuit led to the triggering of fuse f2 on the power supply board which led to the message "offset error". Based on the investigation results the reported failure "offset error" could be confirmed. The product in question was produced in 2013-11-01. The review of the non-conformities has been performed on 2022-02-02 for the period of 2013-11-01 to 2022-01-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID:(B)(4).